Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimation. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the non-abbott .035 diagnostic catheter resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was a general comment regarding ht command es guide wires. During the procedure, a non-abbott .035 diagnostic catheter was advanced and parked inside the superficial femoral artery and popliteal artery. A command es guide wire was then advanced below the knee without reported issue. While attempting to remove the guide wire from the patient anatomy, the guide wire became stuck with the diagnostic catheter at the transition where guide wire core/coils meet. The diagnostic catheter and guide wire were then removed as a single unit. There were no reported adverse patient effects and no reported clinical significant delays in any of the procedures. No additional information was provided.